Event description:
It was alleged that during use on a pt, a freeflow occurred. It was noted that the secondary rate was set at 42 and about one hour later the bag was empty. There was no pt consequence.